Manufacturer narrative:
There have been no reports of cross-infection among patients. The field service engineer explained to the facility that endoscopes must be disinfected after every use. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
During a visit by a field service engineer on (B)(6) 2026, it was discovered that the facility was not disinfecting endoscopes after use following endoscopic examinations of patients with no suspected infection. This facility does not use an automated endoscope reprocessing system; instead, endoscopes are disinfected manually.